Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 16462196.

Event description:
It was reported that the patient was not getting adequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.